Event description:
It was reported the pt came in for a staged angioplasty to be performed over a 3-day period. Following the first angioplasty, a 6f angio-seal was deployed in the pt's right groin to close the femoral artery with no complications. A few days later, the pt underwent a second angioplasty using left-groin access to deploy an 8f angio-seal device to close the femoral artery. Approximately one week later the pt presented to the emergency room complaining of discomfort in the left groin with a small lump found at the arteriotomy site. The pt received keflex and was instructed to call if the discomfort continued. The pt later returned with inflammation at the left groin site and was admitted to the hospital where pt was referred to a cardiovascular surgeon. The left groin site was evacuated; the culture was found to be positive for streptococci. The pt was treated with antibiotics with no further consequences reported.